Event description:
It was reported that during the surgery the dyonics 25 inflow was powered on without any fault. When the dyonics tubing cassette was connected, the fluid was opened to prime the tubing and the water started to gushing out of the cassette and there was an error stating " cassette error". The cassette was checked and it was noticed a leaking of water in the sensor region. No patient injuries or significant delay was reported. Competitor device was used to complete the surgery. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference case(B)(4). The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. A review of the instructions for use found the following warnings and precautions related to the reported failure: improper cannula setting can lead to inaccurate pressure settings, pressure and flow rate fluctuations, and overpressurization of the joint. ¿insert only empty tube set cassettes into the cassette slot. Tube sets under pressure from the irrigation bags can cause inaccurate pressure and flow rate readings or trigger error messages. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.